Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Patient was implanted with 4.5mm lcp proximal femur plate and screw construct on an unspecified date. Reportedly the plate broke post-operative and the patient had a non-union. Patient was returned to the o.r. On (B)(6) 2013. Patient was revised with a 95 degree condylar blade plate. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: implant date provided by the surgeon. Placeholder.